Manufacturer narrative:
(B)(4). Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt passed away. The pt's physician did not have a confirmation of the cause of death nd no additional info is available at this time.